Event description:
The customer reported a leak of clear fluid from the manual probe of the lh 500 hematology analyzer. The customer indicated that the leak was approximately 2 to 3 ml and had leaked onto the floor. The customer was wearing personal protective equipment consisting of gloves, lab coat, and eye protection and no exposure or injury was reported. No erroneous patient results were generated and there was no change to patient treatment associated with the event. Beckman coulter field service engineer (fse) was dispatched and confirmed the leak after running in the manual mode. The fse took apart the blood sampling valve (bsv) and cleared the pathways by cleaning it. The fse then re-assembled the bsv and ran samples in both modes to verify the instrument. Startup and qc were also performed without error. Failure mode was determined to be associated with the bsv and the pathways which needed to be cleaned.

Manufacturer narrative:
Evaluation results: blood sampling valve. (B)(4).